Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump battery compartment was noted to be damaged. The reporter confirmed that there were no power events related to this issue. The reporter indicated that there was no noted moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2015 with the following findings: the pump battery compartment was found to be cracked along the side of the threads. Moisture was observed inside the battery compartment. A leak test was performed and the pump was observed to be leaking from the battery compartment. The returned battery cap was used for tested and was able to power on the pump successfully. The pump was opened and no additional moisture was observed inside the pump. Unrelated to the complaint, the display screen was noted to be dim and discolored with a reddish tint.